Event description:
It was reported that the patient experienced a partial malfunction with their device, which would only charge up to 80% even after being charged for a long time. No adverse impact to the customer's blood glucose level was noted. Follow-up was declined by the patient, and no further action was required by support staff. No additional information was provided regarding the outcome of the event.